Event description:
I will have to finalize my complaint report against nuga best thermo massage therapy that brought serious problem in my health. Today I am totally disabled due to their defective equipments, my back spine was totally damaged and my brain. Also my organs was "disfunction" by using their equipment. I hope that the FDA will confiscate or ban their equipment on time as will really result in hazard to the public in use of their equipment. I am hoping for a direct massive action against that nuga best thermo massage manufacturer and their company. I will send you the advertisement of the product tomorrow, but please let it be included today my finalization of my complaint against nuga best thermo massage therapy. I am suffered almost 1 year now with this kind of product-totally disabled.